Event description:
It was reported that the pacing-dependent patient presented for routine generator change. Prior to the procedure, it was noted that the right ventricular (rv) pacing had been programmed with output. During the procedure on (B)(6) 2022, the physician connected the right ventricular lead to the new device and low pacing impedance values were measured, and no capture was observed. The old device was then reconnected to the lead, and still, no capture was observed. The rv lead was then connected to the pacing system analyzer and capture was obtained with acceptable impedance. The lead was then successfully connected to the new device. The patient was sent to recovery in stable condition.